Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 during which the ipg was explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's programmer displayed an error message when attempting to communicate with the ipg. A replacement programmer was tried to no avail. The patient was unable to charge the ipg as the charger would not locate the ipg either. Surgical intervention is planned to address the issue.